Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k #k172199 and UDI (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4/5 lcs (lumbar canal stenosis) and underwent tlif (transforaminal lumbar interbody fusion) surgery. During surgery, the cage broke during hammering. The product came in contact with the patient. No fragments of the implant are remaining in the patient. No patient complications were reported as a result of alleged event.